Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient sample on a cobas 8000 e 602 module. The initial result was 841.1 iu/l. On (B)(6) 2022, the sample was repeated on 2 different analyzers and the repeated results were 313.8 iu/l and 311.4 iu/l. The initial result was reported outside of the laboratory. The reagent lot number was 584579. The expiration date was requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The imdrf new eval conclusion code was updated.

Manufacturer narrative:
The result of 841.1 iu/l was a result of an automatic dilution. The provided alarm trace showed several abnormal aspiration or sample short alarms, but none of the alarms could be traced to the alleged sample. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.